Event description:
The customer reported that during a patient event, their device would not detect the connected therapy cable assembly which was connected to the patient with defibrillation therapy electrodes.the patient's cardiac arrest was witnessed by the patient's family at their residence. The ems arrived approximately 7 (seven) minutes after 911 was called. Upon ems arrival, CPR was in progress. Following the reported failure, ems connected ECG electrodes to the patient and observed a non-shockable, asystole rhythm. The patient was pronounced deceased on scene.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Upon evaluation, physio observed that the ribbon cable, designator w11, which connects the therapy connector assembly and the therapy pcb assembly was not connected to the therapy pcb assembly. After reconnecting this cable, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.a clinical review of the reported event determined that the reported device failure did not contribute to the outcome of the patient.